Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15186836 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4) units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. The no other issues were noted that were considered potentially related to the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results. Additional information will be submitted within 30 days of receipt.

Event description:
The orbit mini complex fill 3x6 coil did not detach with the dcs syringe, and prior to the failure to detach, no other coils were detached with the syringe. No damages were noticed on the syringe or hub of the coil delivery system. Prior to the failure to detached, the syringe was not taking past the green zone, position 3, and the red zone/alternate detachment was not exceeded. A dedicated saline source was utilized to fill the syringe. After removal, no other damages were noticed on the delivery systems or coil (unraveled, stretched, kink, bend, fracture, separated, etc), and the coil remained attached to the delivery system.

Manufacturer narrative:
A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Kinks were noted in the hypotube. Introducer was received zipped without damage. Support coil and embolic coil were inside of the introducer and presented no damages. No other damages were noted in the device. Gripper and embolic coil were inspected under microscope and no damages were noted. Device was connected to a (B)(4) lab sample syringe and when the pressure was increase at blue zone the device was purged; then the pressure was increase to the green zone and at this time the embolic coil was detached without anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15186836 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Reported failure as "failure to detach" was not confirmed during the analysis since the device was purged and embolic coil detached without any anomaly using a lab sample syringe (B)(4). The cause of the kinks noted in the device could not be conclusively determined; however neither the analysis nor the DHR review suggests that these damages could be related to the manufacturing process. In addition inspections are in place that prevents these kinds of damages leaving from the facility. Procedural and handling factors appear to be contributed in the failure experienced by the customer and in the damages noted in the device. Therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The orbit mini complex fill 3x6 coil did not detach with the dcs syringe (unknown catalog and lot number). The device was removed from the patient with the coil still attached to the delivery system. Prior to the failure to detach, no other coils were detached with the syringe. No damages were noticed on the syringe or hub of the coil delivery system. Prior to the failure to detach, the syringe was not taking past the green zone, position 3, and the red zone/alternate detachment was not exceeded. A dedicated saline source was utilized to fill the syringe. After removal, no other damages were noticed on the delivery systems or coil (unraveled, stretched, kink, bend, fracture, separated, etc), and the coil remained attached to the delivery system. A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Kinks were noted in the hypotube. Introducer was received zipped without damaged. Support coil and embolic coil were inside of the introducer and presented no damages. No other damages were noted in the device. Gripper and embolic coil were inspected under microscope and no damages were noted. Device was connected to a (B)(4) lab sample syringe and when the pressure was increase at blue zone the device was purged; then the pressure was increase to the green zone and at this time the embolic coil was detached without anomalies. The cause of the kinks noted on the returned device could not be conclusively determined; however it appears to be related to post use handling as neither the analysis nor the DHR review suggests a relationship to the manufacturing process. Inspections are in place to prevent these types of damages from leaving from the facility. In addition, it was reported that there were no damages on the device after removal from the patient. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15186836 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported failure of the coil to detach was not confirmed with functional testing; the device detached without any anomaly using a lab sample dcs syringe. Although no conclusion can be made regarding the root cause of the failure to detach, it is possible procedural and handling factors may have contributed. Therefore, no corrective actions will be taken at this time.